Manufacturer narrative:
On (B)(6) 2019 the investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected, and no apparent damage was observed. Leak testing revealed two tears (a and b) noted in the posterior aspect measuring approximately 0.3 cm and 0.4 cm respectively. No other anomalies were observed. Microscopic examination of the edges of the both ruptures revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient had the implant explanted on (B)(6) 2019.